Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens was inserted into the patient¿s eye. Following insertion, the surgeon observed a scratch on the lens. Lens was removed during initial procedure. Additional information has been requested but is not available at the time of this report.